Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during an initial peg (percutaneous endoscopic gastrostomy) tube placement procedure. The exact procedure date was unknown. During the procedure, it was increasingly difficult to remove the bumper. It was reported that the physician had to schedule the patient for egd (esophagogastroduodenoscopy) to remove the peg tube internally because it was difficult to remove by hand via traction. It was also reported that local anesthesia was given during traction removal attempts and the egd removal was successfully completed. The procedure was completed with the original device. The patient was reported to have fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of difficult to remove bolster. Imdrf impact code f2202 captures the reportable event of endoscopic procedure (egd) performed.